Event description:
The reporter stated results of a comparison test done by his visiting nurse. The new meter he had been given after recent hospitalization for a heart condition had read 64 mg/dl. He wasn't having any symptoms, so the nurse tested his blood glucose using her meter, with a result of 106 mg/dl. The reporter stated that he tests once a day (am fasting) and is on a set regimen, and that he does not adjust his medication to his meter readings. He stated that his confirmation dot is not always completely blue, and that he does not compare his test strips to the vial color chart. He said that he did not have any control solution.